Manufacturer narrative:
The cause of the renal failure, thrombosis, and thrombocytopenia was not determined due to insufficient clinical details. The cause of the suction was most likely related to the patient's condition, as clinical reported the patient had right ventricle dysfunction and was receiving volume. The placement signal was trending down at the time of suction, indicating that the patient was likely experiencing volume issues. The device passed all post sterile inspection criteria.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced heparin-induced thrombocytopenia and a clot in the groin. The patient was treated with argatroban and one unit of packed red blood cells. The patient was given volume in response to suction events. Later, the patient was successfully weaned from the pump and survived.